Manufacturer narrative:
No patient information provided as no patient was involved in this concern.return requested for suretrakii medium clamp. No parts have been received by manufacturer for analysis.

Event description:
A site purchasing representative reported a suretrakii clamp that had a stripped screw, replacement was requested. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Medtronic investigation of returned suspect device finds that the head of adjustment screw is damaged, the hex socket is rounded out. There are tool marks on the outer edge indicating an attempt to turn the screw with pliers or similar. The reported event was confirmed to be caused by physical damage of the screw head. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.